Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 05/23/2014. Device evaluation: the device has been returned and evaluated by product analysis on 05/20/2014 with the following findings: the pump boots to the verify screen with audible and vibratory features. Ezprime sequence was successfully completed. The pump was exercised for 24hr duration test on a 2.0u/hr basal program; at end of duration test the total daily dose basal history correctly reflected 48.0u. A delivery accuracy test was successfully completed; pump was found to be operating within required range and delivering accurately. Unable to duplicate reported complaint. There was no defect found.

Event description:
The patient contacted animas on (B)(6) 2014 reporting that the pump basal is not working correctly. The patient refused troubleshooting on call and they demanded pump replacement. Their healthcare professional requested new pump. There is no reported adverse event with this complaint. This report is made based on the allegation of the unusual other issue.